Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016.

Manufacturer narrative:
(B)(4). Date of initial report: 02/19/2016. The incident grounding pad was not returned to covidien for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The concomitant generator was tested and found to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that the patient received a burn at the pad site. They reported the concomitant generator was reading high. The burn was the size of the pad and blistered. No grade was given. A consultant plastic surgeon dressed the burn.